Manufacturer narrative:
Submit date: 3/9/2017.

Event description:
The customer states that there was a leak near the purple christmas tree connector.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A functional inspection was performed and the reported issue was confirmed. A possible root cause is due to the lack of solvent used during the bonding process. As a result, the manufacturing personnel were notified of the reported issue. The sample plan was increased and the solvent dispenser was evaluated. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.